Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown lumbar surgical procedure on (B)(6) 2017 and the drain was implanted at the caudal side. After the fascia was closed, the drainage system was started. However, suction could not be done through the drain placed at the caudal side. It was also reported that since the other drain placed at the cranial side had no problems, the patient was returned to the room. One week after the procedure, the drain at the caudal side was removed from the patient along with other drain at the cranial side. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Upon functional inspection, the drain represented very slow drainage because of excessive blood tissue clots inside of it. The drain was found to be functional; normal flow was disturbed by blood clots.